Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t wave oversensing. Right ventricular (rv) sensitivity was reprogrammed. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device continued to exhibit t wave oversensing, resulting in inappropriate therapy delivery. One anti-tachycardia pacing (atp) and one electric shock were delivered. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t wave oversensing. Right ventricular (rv) sensitivity was reprogrammed. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device continued to exhibit t wave oversensing, resulting in inappropriate therapy delivery. One anti-tachycardia pacing (atp) and one electric shock were delivered. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t wave oversensing. Right ventricular (rv) sensitivity was reprogrammed. No adverse patient effects were reported. At this time, this device remains in service.